Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was received and the evaluation is complete. A review of the event log determined that low drain volume alarm in the alarm log is most reflective of the reported issue. A visual inspection was performed. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed with no defects or malfunctions found with the device. A service history review revealed no issues that could have caused or contributed to the reported issue. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.